Event description:
It was reported that the patient thought the implantable neurostimulator (ins) battery was dead. It was noted that for that past couple weeks that patient had been recharging every day. It was noted that 6 to 7 days ago the stimulation turned off (the patient noted that they charged the day prior) and they had been unable to recharge since. It was noted that the patient had an appointment with the health care professional (hcp) today. It was noted that the hcp did not check the device and told the patient to call the manufacturer. It was noted that the patient did not recall seeing a call your doctor or error message on the patient programmer or recharger. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID" 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3 777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3550-29, lot# n130238, implanted: (B)(6) 2007, product type: accessory. (B)(4).